Event description:
The customer reported that there was a line on the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). Eval of the returned unit found a damaged corner (bent metal) near the ad stopper due to a loose screw. There was also a damaged tab due to a loose screw. (B)(4).